Event description:
Additional information received indicated that the adverse event was due to difficulty emptying bladder. The patient had a voiding trial and "voided without difficulty." There were no further patient complications reported in relation to this event.

Event description:
Related to MFR report number 2183959-2015-00146. It was reported that following the implantation of a miniarc precise sling, the patient was "'discharged with indwelling catheter" as "standard of care." The underlying reason for the catheter was not clarified. The event was considered resolved/recovered with no sequelae on (B)(6) 2015 and "no additional treatment needed at this time." There were no further patient complications reported as a result of this event.